Event description:
A bipap a40 pro device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. Periodic maintenance was performed on the unit. During the evaluation, it was confirmed that an e-86 error had been recorded in the drpt. To address this issue, the main pca was replaced. Following replacement of the main pca, testing was performed and the issue was confirmed to be resolved. In accordance with the maintenance procedure and as a preventive measure against future failures, the blower and outlet flow path were also replaced. The unit was subsequently inspected overall, cleaned, and functionally tested, with satisfactory results. The software version was verified and found to be version 3.6.5.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU.